Event description:
It was reported that a user of the ilet experienced elevated blood glucose over two days, with a peak of 220 mg/dl and a current reported value of 165 mg/dl, and the user confirmed the infusion site and supplies showed no bent cannulas or leakage. Symptoms included a slight headache. Outcomes included no hospitalization and a return of blood glucose to the user¿s target range after troubleshooting and education. Investigation included user-led inspection of the infusion site and supplies and completion of troubleshooting and education. Investigation of this case revealed no device alarm or mechanical issue identified and no evidence of infusion set damage or leakage. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.